Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the distal tubing to the patient line stopcock was found to be disconnected from the stopcock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.